Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 11:32:20. During night drain cycle four, the patient's ultrafiltration reading was 1268ml, indicating the home patient (hp) drained 1268ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1268 ml during therapy initiated on (B)(6) 2011 at 11:32:36, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the user bypassed a low drain volume alarm and drain not complete alarm in cycles 1, 2, and 3 resulting in partial fills for cycle 2, 3 and 4. The user?s actual drain volume during cycle 4 was 2153 ml completed on (B)(6) 2011 at 15:27:31. The actual drain volume of 2153 ml is 107.6% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.